Manufacturer narrative:
The field service engineer (fse) replaced the check valve from the aspirate pump to the waste line (vl34) and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported less than two milliliters of clenz cleaner solution leaked from the manual sample probe after shutdown cycle involving the coulter lh 750 hematology analyzer. The fluid was contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the event and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted as samples were not analyzed at the time of the event. There was no patient consequence associated with this event. The facility has an exposure control or risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.